Manufacturer narrative:
Sc-2317-70 (sn: (B)(4)). Device evaluation indicated that the complaint could not be verified as the lead body was cleanly cut into two pieces. The damage was similar to typical explant damage and was not considered a failure. X-ray inspection confirmed the lead is intact.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 7070153, model/catalog description: infinion cx lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.